Event description:
It was observed that there was diminished vaporization during a prostate procedure. The procedure was canceled. It is not known why another fiber wasn't used to complete the procedure. No other details available. There was no injury to patient.